Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call blank display screen on their insulin pump. Customer's blood glucose level was 338 mg/dl. Troubleshooting for the blank display was performed. Customer advised after troubleshooting the device that the blank display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly, and no blank display was noted. All operating currents were within specification. The pump passed the displacement and self tests. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners and a cracked lcd window.